Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to stablish telemetry. Due to this, it was decided to explant and replace this device. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified no anomalies. The device as received had no telemetry function due to the battery output being too low of voltage to operate the device. The device case was removed to facilitate inspection of the internal components and further testing; internal visual inspection noted no irregularities. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. The battery was then sent for further analysis, which identified a latent current leakage path within the battery, leading to the premature battery depletion observed during the analysis of the device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to stablish telemetry. Due to this, it was decided to explant and replace this device. This device is expected to be returned for analysis. No further adverse patient effects were reported.